Event description:
Rptr's concern is the experience that they have had over a short period of time with these devices for their increased risk of infection progressing to complications. Simple anecdotal experience with this is that because the devices are surgically implanted in a pocket that there is reluctance from a surgical standpoint to remove the devices because it is more of a difficult procedure requiring surgery and anesthesia to remove. Protocols for treatment through infection has added to a reluctance to merely remove the catheter system. Three incidences recently have occurred at the hosp at least with these complications. One developed septic emboli from an infected heart valve that underwent the protocol for treatment through infection. Two developed abscess of a leg requiring removal of the life site. What rptr is finding at the dialysis center is that the pockets for these are becoming filled with blood, probably making it easier for infection. Again, rptr's concern is that these devices will lead to more unexpected complicated infections and consequences because of a reluctance to remove them. There exists a misconception that these devices are at less risk for infection or complications than the externally accessed tunneled catheters. This may be isolated incidences. However, rptr thinks it warrants more investigation into the safety and long term viability of these devices as first line access options for replacement therapy. Rptr's concerns are that these devices are being used as first line devices instead of the options of peritoneal dialysis and other access options. Rptr feels more clear cut recommendations or guidelines should be developed to help facilitate physicians in their option planning for pts. In addition. Because these devices are apparently compensated for in a greater manner financially, this may also lead to more placement and therefore more future complications to come.